Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient received inappropriate shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) as well as alerts for lead noise and lead impedance. The rv lead was exhibiting high/undefined pacing impedance, t-wave oversensing (twos), and oversensing/noise episodes. A rv lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.